Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on end user's behalf that the adhesive of the listed device was sticking to the cap. According to reporter, user's blood glucose level was elevated and a correction bolus was required as a result of this event. No adverse health outcome resulted.